Manufacturer narrative:
The reported high rv lead impedance was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported high rv lead impedance could not be determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. Out of range pacing impedance was observed. The lead was explanted and replaced. When the high impedance persisted, the ICD was then explanted and replaced. The patient was in stable condition after the event.